Event description:
An ophthalmic surgeon reported that during vitrectomy surgery, the probe exhibited poor cutting performance. The probe was exchanged for a new one and the procedure was completed without further incident. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance 21 cfr 803.56 when additional reportable info becomes available. (B)(4).